Event description:
The user facility reported that the tip of the guidewire became detached during a catheterization procedure. Follow-up communication confirmed: the tip of the guidewire reportedly separated during removal, but after it was outside of the patient; the initial procedure was completed with another of the same device; there were no patient complications due to the event; and the patient is reported to be "fine."

Manufacturer narrative:
The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility and manufacturing quality records. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specifically, the IFU states: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).